Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (displayed an error while charging a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem displayed an error code while charging a battery pack.